Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive both vessel sealer extend (vse) instruments to perform failure analysis. The customer reported complaint was replicated/confirmed. Failure analysis found the primary failure of dislodged knife return spring to be related to the customer reported complaint. Visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade does not retract back and appear exposed inside the jaws. The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. The review of the instrument logs verified five homing failures with error code "22026" and description "vessel sealer extended failed during homing on the universal surgical manipulator (usm)#3 (tool ID: vessel sealer extended)." The root cause is attributed to dislodged knife return spring.

Event description:
On 30-june-2025, intuitive surgical, inc. (Isi) received user facility report#(B)(4) stating: during robotic sleeve gastrectomy, two vessel sealer extend instruments were found to be defective. No mention of details of defect found in the note.